Manufacturer narrative:
D10: concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic pyloric gastrectomy, the start-up sound and the completion sound rang, but the sealing was inadequate (cauterized) and overall seals were not enough on fat-containing tissue mainly in the gastroepiploic region. The device was cleaned appropriately when got dirty. The device and generator were replace to other devices to complete the procedure. There was no patient injury.